Manufacturer narrative:
The device was not returned and could not be investigated. Vacuum sleeve failure is a known potential malfunction with some cryoablation needles. The risk to the patient is the potential for a skin burn due to frost on the needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury. If additional information becomes available a followup report will be filed.

Event description:
As part of the motion trial, the subject underwent a cryoablation procedure on (B)(6) 2017. The physician stated that an iceforce needle used during the procedure was uninsulated. It seems that the needle was not insulated and was freezing along the metallic shaft during treatment of the patient. A glove filled with warm saline was placed to protect the skin of the patient. The needle worked correctly and allowed to finish the treatment successfully. The needle will not be returned .